Event description:
The customer reported the device is not receiving electrical power from the battery or 220v. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.